Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defects were found. Data could not be downloaded because the receiver would not turn on. The receiver case was opened for further evaluation. An internal inspection found the moisture detection sticker activated. Due to moisture damage, the reported event of an initializing screen without a manual restart was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report the receiver initialized without a manual restart on (B)(6) 2015. The patient did not report injury or medical intervention. No additional patient or event information is available.